Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14598, 3005099803-2013-14601, 3005099803-2013-14599, and 3005099803-2013-14600 address these devices. It was reported to boston scientific corporation that four hemostatic resolution clip devices were used during a procedure on (B)(6) 2013. According to the complainant, there were issues deploying four hemostatic resolution clips during the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.